Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown screw's/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had a non-union and two broken screws. The patient was implanted on an unknown date with the dynamic hip screw (dhs) system on the left hip. It is unknown how the broken screws and non-union was identified. No difficulty removing originally implanted hardware. Revision surgery was (B)(6) 2017 and the dhs system was removed and a blade plate was implanted. Surgery completed successfully. It is unknown how many screws were initially implanted and it is unknown what screws broke in relation to the screw holes. No additional information is available. This complaint is for two unknown screws. Concomitant devices report: dhs plate (part unknown lot #unknown, quantity #unknown), screws (part, lot and quantity unknown). This report is 1 of 1 for (B)(4).